Event description:
It was reported the device had an electrical reset. The device remains in use. No patient complications were reported as a result of this event.

Event description:
It was reported the device had an electrical reset. Save to disk was sent for review. The device was later explanted and replaced due to elective replacement indicator. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and indicated on (B) (6) 2009 at 22:49:52, the device recorded a memory test por.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and indicated on (B)(6) 2009, the device recorded a memory test power on reset. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.